Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and appendicitis ("early acute appendicitis") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced appendicitis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and hypersensitivity ("allergic or hypersensitivity reaction") with rash. The patient was treated with surgery (underwent a hysteroscopy) and surgery (diagnostic laproscopy and laparoscopic appendectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, appendicitis, menstrual disorder, hypersensitivity and urinary tract infection outcome was unknown. The reporter considered appendicitis, hypersensitivity, menstrual disorder, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded most recent follow-up information incorporated above includes: on(B)(6) 2018: pfs received: events- "allergic or hypersensitivity reaction, infection (bladder/ urinary tract/vaginal) type: urinary tract, rashes or skin conditions type: rashes, early acute appendicitis, did not undergo essure confirmation test", reporter added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2009, the patient had essure inserted. On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a hysteroscopy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: results: essure device was successfully occluded. Amendment: the report was amended on (B)(6)2018 for the following reason: all information from the sd with frd (B)(6)2018, (B)(6)2018, (B)(6)2018 and (B)(6)2018 deleted, as this information belongs to case 2017-043007. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and appendicitis ("early acute appendicitis") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included appendectomy and multiparous. Concurrent conditions included rectal bleeding, migraine, headache, colitis, abdominal pain, back pain, right lower quadrant pain, appendicitis, vaginal bleeding and chest pain. Concomitant products included ketorolac tromethamine (toradol), morphine sulfate ("morphine"), ondansetron and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced appendicitis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypersensitivity ("allergic or hypersensitivity reaction") with rash, migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (underwent a hysteroscopy) and surgery (diagnostic "laparoscopy" and laparoscopic appendectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, appendicitis, menstrual disorder and urinary tract infection outcome was unknown and the hypersensitivity, migraine, headache, dysmenorrhoea, abdominal pain and back pain had not resolved. The reporter considered abdominal pain, appendicitis, back pain, dysmenorrhoea, headache, hypersensitivity, menstrual disorder, migraine, pelvic pain and urinary tract infection to be related to essure. The reporter commented: essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 17-may-2018: pfs received: the event migraines, headaches, dysmenorrhea, abdominal pain, back pain added. Events outcome added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and appendicitis ("early acute appendicitis") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included appendectomy and multiparous. Concurrent conditions included rectal bleeding, migraine, headache, colitis, abdominal pain, back pain, right lower quadrant pain, appendicitis, vaginal bleeding and chest pain. Concomitant products included ketorolac tromethamine (toradol), morphine sulfate (morphin), ondansetron, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced appendicitis (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypersensitivity ("allergic or hypersensitivity reaction") with rash, abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (underwent a hysteroscopy) and surgery (diagnostic laproscopy and laparoscopic appendectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, appendicitis, menstrual disorder, urinary tract infection, depression and anxiety outcome was unknown and the hypersensitivity, migraine, headache, dysmenorrhoea, abdominal pain and back pain had not resolved. The reporter considered abdominal pain, anxiety, appendicitis, back pain, depression, dysmenorrhoea, headache, hypersensitivity, menstrual disorder, migraine, pelvic pain and urinary tract infection to be related to essure. The reporter commented: essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-aug-2018: plaintiff fact sheet received: events (psychological or psychiatric problems condition: depression/mental anguish) were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a hysteroscopy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.